Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was stopped working. Customer stated that there was crack at reservoir lip ring. Customer stated that reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement and active current measurement tests. All currents are within specified ranges. No unexpected pump error 25, "low battery", "replace battery now", or "power loss alerts" were noted during testing. No occurrences of pump error 25 were found in the device history file or the long trace noted. Device had cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap or test reservoir locks in place properly and no anomaly noted. (B)(4).